Event description:
It was reported that leakage occurred during use with a bd integra¿ syringe with detachable needle. The following information was provided by the initial reporter. "Vaccine leaked from the syringe while the pharmacist was giving a patient the vaccination. From phone call on 2019-11-14 15:26:28: called pharmacy for additional information. The pharmacist who reported the complaint was unavailable. Spoke with another pharmacist who confirmed that the vaccine leaked from the syringe during an injection on a patient. Stated that the patient was concerned that she may not have gotten the correct dose. Sample has been discarded." Leakage occurred. Liquid drops squirted out of the syringe."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd integra¿ syringe with detachable needle. The following information was provided by the initial reporter, "vaccine leaked from the syringe while the pharmacist was giving a patient the vaccination. From phone call on 2019-11-14 15:26:28: called pharmacy for additional information. The pharmacist who reported the complaint was unavailable. Spoke with another pharmacist who confirmed that the vaccine leaked from the syringe during an injection on a patient. Stated that the patient was concerned that she may not have gotten the correct dose. Sample has been discarded." Leakage occurred. Liquid drops squirted out of the syringe."